Event description:
A report was received stating, during use, the cuff of a tracheostomy tube deflated "soon". It was reported, the cuff was inflated in the morning and by noon it was deflated. The user stated "the patient often moves, using the ventilator 2 to 5 hours a day. The cuff is deflated completely every time before replenish of air." The trach was removed from the patient. The patient was successfully re-intubated with a similar device. There was no report of patient injury as a result of the event.

Manufacturer narrative:
(B)(4). The tracheostomy tube referenced in this reported event was not returned for evaluation. A review of the device history record show no non conformities relating to the reported failure mode. No additional actions by the manufacturer are required at this time.

Manufacturer narrative:
(B)(4).